Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires was confirmed for the power supply cable. The reported event of sparking was not replicated during evaluation but the root cause was concluded to be frayed wires.

Event description:
It was reported that the patient electronics device sparked from frayed and exposed wires on the power supply cord. The unit was replaced and there were no adverse consequences reported by the patient.